Manufacturer narrative:
The surgeon has chosen not to remove these two broken screws. Since these screws were not removed they were not available for evaluation. No further patient information could be gathered from the surgeon. The surgeon used a pedicle finder from another manufacturer to create the holes for the affected screws. It is unknown if this contributed to this issue or not. The surgical technique for this system clearly states to use the rti surgical pedicle finder when preparing the holes. The pedicle finder that was used has a larger profile then what is supplied with the system. Still implanted in the patient.

Event description:
Patient had a 5 level posterior spinal fusion surgery from c3 to t1. It was discovered on (B)(6) 2015 that the two 4.5mm screws at t1 had broken. The surgeon has chosen not to revise.